Event description:
Reportable based on device analysis completed on 27-apr-2022. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 24mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage at the distal section with stent struts lifted and pulled in a distal direction. The undamaged crimped stent was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.